Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump did not alarmed no delivery during the bolus procedure. It was also reported that customer was hospitalized for high blood glucose levels. It was reported that the customer was feeling ill with nausea and diabetic ketoacidosis (dka). Customer's blood glucose reading at the time of 911 call was 340 mg/dl. The customer was wearing the pump at the time of 911 call. However, they remove it from her once she was in the hospital. Nothing further reported.